Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Investigation summary: the complaint device was received at the manufacturing site and evaluated. During the service evaluation the following defects were identified: broken (2+ pieces) : chipped/shaved/delaminated, visual : deformed/bent, labeling : illegible etch. Outer tube damaged, needle scratched outer tube dent(s) deep outer tube damaged, distal tip damaged major dings/ scratched/dent fibers sunken in illumination distal tip fiber damaged sunken in optical system, optical components broken lenses in optical system distal cover glass/negative damaged cracked/scratched/residue engraving/identification datamatrix code level a. Per service report, this complaint was confirmed. The optical, tube and label were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. Based on the investigation findings, the potential root cause is traced to faulty parts. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing.

Event description:
It was reported that following an unspecified surgical procedure it was observed that there was a broken piece freely floating inside the 4k c-mount 4.0,30,167, mitek endoscope. There was no patient involvement. During in-house engineering evaluation it was determined that the device was broken (2+ pieces): chipped/shaved/delaminated. No additional information could be provided.